Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein ipg was explanted and replaced. Reportedly, the issue resolved.

Manufacturer narrative:
Additional information was received such as d7 - date of explant.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent physical therapy, which included the use of e-stim wherein the ipg was not placed into surgery mode prior to the procedure. In turn, the ipg turned inoperable and patient lost therapy. A manufacturer representative confirmed the issue and the ipg was deemed inoperable. Surgical intervention may take place at a later date to address the issue.